Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the harmonic ace instrument, it was alleged that a fragment broke off and fell inside the patient. The fragment was retained in the patient. At this time, it is unknown what caused the blade to break off the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a blade from the harmonic ace instrument broke off and fell inside the patient. An x-ray was performed and the broken fragment was identified. The surgeon attempted for 45 minutes to retrieve the fragment but was unable to do so due to its proximity to vital organs. Therefore, the fragment was retained in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ one of the harmonic blades broke off during procedure. Fa received the instrument with a broken curved blade and the broken fragment was not returned. Fa indicated any inadvertent contact with staples, clips or other instruments while the device is activated may result in a cracked/broken blade. The blade damage may be detected by the generator with a solid tone or an error and scratches on the blade tip may lead to premature blade failure. The known cause of this failure is mishandling/misuse.